Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to power supply unit failure. Olympus will continue to monitor field performance for this device.

Event description:
The video system was returned as part of the asset return process. During routine inspection of the device by olympus, the device had no power due to a faulty power supply unit. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found no power due to a faulty power supply unit, the connector (for receptacle cable) on the main board was broken. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.